Event description:
At the end of a surgical case there appeared to be a strike through on the bottom of the slush machine beneath the sterile drape. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).